Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 77 days. Device evaluation: the patient remains on lvad support. A correlation between the device and the reported infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the driveline infection began on (B)(6) 2018. The patient denied any driveline trauma but noted increased bloody drainage from the driveline exit site. Wound cultures showed many staph epidermis and patient was prescribed the oral antibiotic doxycline on (B)(6) 2018 and remained on doxycline since prophylactically. On (B)(6) 2018 no drainage was noted.